Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff is 50 years old. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and heavy menstrual periods"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), abdominal distension ("bloating"), skin disorder ("skin issues"), headache ("severe headaches"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss"), arthralgia ("joint pain"), dizziness ("dizziness"), memory impairment ("memory issues") and urinary tract infection ("frequent urinary tract infections"). The patient was treated with surgery (hysterectomy and removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menometrorrhagia, abdominal pain, back pain, dyspareunia, abnormal weight gain, abdominal distension, skin disorder, headache, fatigue, alopecia, arthralgia, dizziness, memory impairment and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, dizziness, dyspareunia, fatigue, headache, memory impairment, menometrorrhagia, pelvic pain, skin disorder and urinary tract infection to be related to essure. The reporter commented: plaintiff repeatedly sought treatment for her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometritis ('chronic endometritis') in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, multigravida, parity 4, cervix inflammation, endocervical squamous metaplasia, nabothian cyst, endometrial polyp, leiomyoma of uterus, unspecified, endosalpingiosis, paratubal cyst, menorrhagia, endometriosis and pelvic adhesions. Plaintiff is 50 years old. On 1-jan-2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and heavy menstrual periods"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), abdominal distension ("bloating"), skin disorder ("skin issues"), headache ("severe headaches"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss"), arthralgia ("joint pain"), dizziness ("dizziness"), memory impairment ("memory issues") and urinary tract infection ("frequent urinary tract infections"). The patient was treated with surgery (robotic laparoscopic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy and total vaginal hysterectomy and bilateral salpingo-oophorectomy:). Essure was removed on 9-aug-2018. At the time of the report, the pelvic pain, endometritis, menometrorrhagia, abdominal pain, back pain, dyspareunia, abnormal weight gain, abdominal distension, skin disorder, headache, fatigue, alopecia, arthralgia, dizziness, memory impairment and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, dizziness, dyspareunia, endometritis, fatigue, headache, memory impairment, menometrorrhagia, pelvic pain, skin disorder and urinary tract infection to be related to essure. The reporter commented: plaintiff repeatedly sought treatment for her symptoms. Discrepancy noted in date of insertion: (B)(6) 2014. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-mar-2021: mr received. Reporter information, patient dob, medical history, event: endometritis, rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometritis ('chronic endometritis') in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, multigravida, parity 4, cervix inflammation, endocervical squamous metaplasia, nabothian cyst, endometrial polyp, leiomyoma of uterus, unspecified, endosalpingiosis, paratubal cyst, menorrhagia, endometriosis and pelvic adhesions. Plaintiff is 50 years old. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and heavy menstrual periods"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), abdominal distension ("bloating"), skin disorder ("skin issues"), headache ("severe headaches"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss"), arthralgia ("joint pain"), dizziness ("dizziness"), memory impairment ("memory issues") and urinary tract infection ("frequent urinary tract infections"). The patient was treated with surgery (robotic laparoscopic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy and total vaginal hysterectomy and bilateral salpingo-oophorectomy:). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, endometritis, menometrorrhagia, abdominal pain, back pain, dyspareunia, abnormal weight gain, abdominal distension, skin disorder, headache, fatigue, alopecia, arthralgia, dizziness, memory impairment and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, dizziness, dyspareunia, endometritis, fatigue, headache, memory impairment, menometrorrhagia, pelvic pain, skin disorder and urinary tract infection to be related to essure. The reporter commented: plaintiff repeatedly sought treatment for her symptoms. Discrepancy noted in date of insertion: (B)(6) 2014. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff is (B)(6) years old. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and heavy menstrual periods"), abdominal pain ("abdominal pain"), back pain, dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), abdominal distension ("bloating"), skin disorder ("skin issues"), headache ("severe headaches"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss"), arthralgia ("joint pain"), dizziness ("dizziness"), memory impairment ("memory issues") and urinary tract infection ("frequent urinary tract infections"). The patient was treated with surgery (hysterectomy and removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menometrorrhagia, abdominal pain, back pain, dyspareunia, abnormal weight gain, abdominal distension, skin disorder, headache, fatigue, alopecia, arthralgia, dizziness, memory impairment and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, dizziness, dyspareunia, fatigue, headache, memory impairment, menometrorrhagia, pelvic pain, skin disorder and urinary tract infection to be related to essure. The reporter commented: plaintiff repeatedly sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.